Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, erosion on the distal end on the right side. Herniation out of old ventral corporal incision as well. Left old 125 reservoir in, put in new cylinders/pump. No other adverse patient effects were reported.